Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when user tried to pull medication and it displayed random access memory space error, they were unable to access, and system then went to black screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the operating system had encountered a low memory issue. A technical support specialist rebooted the station, and it appeared to function normally. The tss did not find any previous occurrences of low memory conditions and ran dbcc checkdb('dsclientoltp') and confirmed that the database was not corrupt. The system functioned as intended after the technical support specialist troubleshot the device.